Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082217917a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the burr hole cover screw was damaged and replaced by another screw from a different package. The issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Investigation of the stimloc screw found the threads were damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.